Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Noise was observed on the pace/sense lead. Decreased sensing was also noted. Few days later, patient was brought back to the lab due to very low r-wave sensing amplitude seen during subsequent follow-up. Repositioning was attempted but was unsuccessful. The lead was then explanted and replaced. Patient was well post-procedure.